Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to excessive thermal damaged throughout the unit. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it would not power on.